Manufacturer narrative:
The x-ray tube was returned to the manufacturer for analysis. Analysis found that the tube has passed tests. When installed in a system, the system readied normally and calibrations were successful. Invalidate home passed and image acquisition and retrieval were successful . No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was found that there was intermittent generator overload. System testing was ran and the cause could not be isolated. It was suspected the tube was failing. The tube was replaced, x-ray generator calibration was performed, and system was tested. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information that, while outside of a procedure, it was reported there was a damaged tube, so a replacement was requested. There was no patient present when this issue was identified.